Manufacturer narrative:
Event date: exact date unknown, event occurred over the last six months up to a year from the date the manufacturer became aware.

Event description:
It was reported that the patient was experiencing an increase in charging difficulties despite troubleshooting attempts. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned as it was kept by the facility.